Manufacturer narrative:
(B)(4). The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reports capsular contracture baker grade iii diagnosed with an MRI. The device remains implanted. This record relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.